Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure (batch no. 626289-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), medical device discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), anxiety ("anxiety"), tooth disorder ("dental problems"), amnesia ("memory loss"), depression ("depression"), dyspareunia ("pain during intercourse") and fatigue ("chronic fatigue"). At the time of the report, the pelvic pain, medical device discomfort, heavy menstrual bleeding, back pain, abdominal pain, abdominal distension, abnormal weight gain, anxiety, tooth disorder, amnesia, depression, dyspareunia and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, anxiety, back pain, depression, dyspareunia, fatigue, heavy menstrual bleeding, medical device discomfort, pelvic pain and tooth disorder to be related to essure. Lot number reported (626289) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure (batch no. 626289 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), medical device discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), anxiety ("anxiety"), tooth disorder ("dental problems"), amnesia ("memory loss"), depression ("depression"), dyspareunia ("pain during intercourse") and fatigue ("chronic fatigue"). At the time of the report, the pelvic pain, medical device discomfort, heavy menstrual bleeding, back pain, abdominal pain, abdominal distension, abnormal weight gain, anxiety, tooth disorder, amnesia, depression, dyspareunia and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, anxiety, back pain, depression, dyspareunia, fatigue, heavy menstrual bleeding, medical device discomfort, pelvic pain and tooth disorder to be related to essure. Lot number: 626289 not valid. Most recent follow-up information incorporated above includes: on 27-may-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure (batch no. 626289) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), medical device discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), anxiety ("anxiety"), tooth disorder ("dental problems"), amnesia ("memory loss"), depression ("depression"), dyspareunia ("pain during intercourse") and fatigue ("chronic fatigue"). At the time of the report, the pelvic pain, medical device discomfort, heavy menstrual bleeding, back pain, abdominal pain, abdominal distension, abnormal weight gain, anxiety, tooth disorder, amnesia, depression, dyspareunia and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, anxiety, back pain, depression, dyspareunia, fatigue, heavy menstrual bleeding, medical device discomfort, pelvic pain and tooth disorder to be related to essure. Lot number: 626289. Most recent follow-up information incorporated above includes: on 18-may-2021: mr received. Reporter information, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.